Event description:
It was reported by a distributor that the unometer did not work correctly, the urine leaked out of the chamber. The unometer on the intensive care unit patient was discarded and replaced with another device.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used on a pt, however, there was no report of harm to the pt. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. A return sample for evaluation is not expected.